Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported that he is experiencing pain in the area that the mesh was inserted. The patient was prescribed medication for the pain. No additional information is available.